Event description:
It was observed that during the device evaluation, the video system center exhibited interrupted image. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the clip on the mouthpiece was loose which led to interrupted image. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.